Event description:
It was reported that during an unknown procedure, the device would not staple and would not cut. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4: h4, 6: information anticipated, but unavailable at this time.